Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).the following sections have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative one osseotite® implant (oss310), unknown biomet abutment and abutment screw were returned for investigation. Visual evaluation of the as returned products identified fragment of implant attached to a damaged/modified abutment. According to the customer, the abutment got damaged while removing the fractured implant. Device history record (DHR) review for the lot (2010031549) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot (2010031549) and no similar event or complaint was found. Therefore, based on the available information, device malfunction did occur and the reported events were confirmed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported implant fractured the apical remaining piece is still in the jaw. Patient has been rescheduled for removal of the remaining piece.